Event description:
Report received of a "tubing splitting" during power injection. The pt was having a diagnostic CT scan of the abdomen and pelvis. The extension set was attached to a 22-gauge angio catheter. The pt was receiving the contrast isovue at 2.5cc/sec at 150psi. The pt had received a total of 80cc's when th tubing split midway on the set. An unspecified amount of the contrast splashed into the pt's face, but no eye contact occurred. The clinician immediately clamped the tubing. There was no bleed back or blood loss. There was no reported pt harm or adverse pt effect. The scan was completed with no further contrast required. Although requested, no additional info was available.